Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had intermittent button response due to corroded keypad traces. No frozen screen noted. The time advanced properly during testing. Insulin pump passed self test and displacement test. Insulin pump had a cracked battery tube threads, cracked reservoir tube and a missing end cap sticker.

Event description:
Customer reports her insulin pump has a frozen display, and the buttons were unresponsive. Customer most current blood glucose level is 82 mg/dl. Advised customer to discontinue use of the insulin pump because, it will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.